Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 2 of 2. Reference MFR report # 1627487-2013-06035. The pt has two leads from the same lot. It was reported the pt was walking when she jerked around to see behind her and she felt a pain in her back and the stimulation changed. The field rep met with the pt and x-rays showed the right peripheral lead has moved. The pt has a third lead, which is not being used, that has migrated. The pt may have other medical issues going on, and until those issues are resolved the doctor will decide the next course of action.